Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown and the patient was reported to have external iliac artery stenosis leading to occlusion of the iliac artery. Endovascular repair was performed to resolve the occlusion successfully. No additional clinical sequelae were reported and the patient is fine.